Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover and non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio2: 1.2; re-test: 2.7; time between tests: minutes. Therapeutic range: 2.5-3.5. The first finger stick took longer than 15 seconds for the pt to apply to the strip. Caller reported that it took the blood longer to migrate up the strip as compared to the second finger stick sample.